Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001416 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a 8.5f sheath with curve viz smc and a hemostatic valve separation issue occurred. During the procedure, it was reported that the valve felt strange while in use. A severe impression was felt at the time of insertion. The sheath was replaced, and the issue was resolved. The procedure was completed without patient's consequence. Additional event information was received and it was reported that the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed.